Event description:
This procedure is part of (B)(6):the cas procedure was performed on (B)(6), 2013. The same day a minor ischemic stroke was reported. The patient is not yet recovered and is being given medication. The site stated this is probably procedure related, but not related to either device.please reference MDR 2183870-2013-00045 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.